Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported that there was no type ia endoeak present and the procedure was completed. Four days later the patient complained of numbness of the foot and a CT scan showed a type ia endoleak and also an occlusion in the left limb etlw1613c124ej. It was reported that additional treatment was performed immediately for the limb occlusion. It was noted that there was a thrombus obstruction in the left limb from the mainbody branch of the bifurcate. External iliac artery (eia) landing was performed and an additional 32.16.166 + 16.13.124 + a non mdt limb implanted. It was judged that the end of the non-mdt limb that landed on the eia was implanted in a tortuous part of the eia and a gap was created between this device and the blood vessel wall on the lesser curvature side of tortuosity part, resulting in limb occlusion. The thrombus was reported not to be completely removed after the thrombectomy. The non-mdt limb was reinforced from the left leg flow divider to treat the thrombus. Another non mdt stent graft was implanted additionally adding an extension from the distal end of the limb. The procedure was then completed. As per the physician the cause of the type ia endoleak event was anatomy and noted there was a short neck with severe tortuosity of about 80 degrees. For the limb occlusion event the cause was thought to be user error and it was said this could have been avoided if imaging was performed by removing the stiff device at the end. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that additional non-mdt cuff was implanted while performing the chimney technique to resolve the type ia endoleak. If information is provided in the future, a supplemental report will be issued.